Manufacturer narrative:
We have requested, and await consumer's return of product for eval and date code info for investigation.

Event description:
Received a report from a consumer indicating she believed a piece of a tampon pledget may have been left behind inside of her because, the pledget removed appears "frayed". Claimant performed self examination digitally and could not recover any remaining piece. No injury reported.